Event description:
Whilst transferring a pt in the lifter, the lifter toppled over to one side. No more info given by the facility. (B)(4).

Manufacturer narrative:
The lifter was examined by an arjo investigator who found the right leg lock not engaged in position, allowing the right leg to fold up into the storage position. No other faults were found. Based upon the report, the reported incident occurred as a result of leg lock not being engaged. In this condition, when weight was applied by lifting the pt, the right leg partially folded tilting the lifter to one side. It is recommended the facility advise their carers to make sure the leg locks are fully engaged before each and every use as per the operating instructions. No further action required by arjo.